Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet screen shattered during use while handling a pet, though the device continued to function and the user elected to continue therapy until a replacement arrived. Symptoms included no reported adverse health effects. Outcomes included continued insulin therapy with guidance to sync data, shut down the damaged device when needed to avoid alerts, and return of the original unit using the provided label. Investigation included customer interview and troubleshooting through verification of continued device function, confirmation of shipment of a replacement unit, and arrangements for return of the damaged device. Investigation of this device revealed a physically damaged display consistent with accidental impact, with no malfunction of internal therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.